Event description:
The dentist reported that this screw fractured post restoration.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product confirmed a fracture approximately .26¿ from the head of the component and a damaged hex. The fracture has also been confirmed with the review of the customer x-rays. No lot or order number was provided. Dimensional analysis of the returned component could not be verified because of the location of the fracture. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.